Event description:
A customer reported that the insulin cartridge leaked on two separate occasions between (B)(6) 2025. The cartridge leak occurred at the o-ring. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support advised the customer not to overfill the cartridges, and the customer acknowledged the instructions. The customer successfully changed the cartridge and resumed insulin therapy.